Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and the device was shown to have a faulty pump which was impacting motor function. The investigation determined the likely cause of component issue was a problem with wear due to product age.

Event description:
It was reported the "motor was noisy". No adverse effects reported.